Manufacturer narrative:
This report is being submitted as follow up # 1 to provide the correct date of event. The date of event was initially reported as (B)(6) 2015. The date of event for this complaint is (B)(6) 2015.

Event description:
The user facility reported a fracture with the radifocus guide wire m device. Follow up communication with the user facility reported the following information: (1) the chest was closed without the foreign substance remaining in the body being noticed; (2) it was reported that the device in question became fractured sometime during the operation; (3) subsequently, during CT scan post operation, the foreign substance was found in the circumflex coronary; and (4) it was retrieved percutaneous using a retrieving device successfully.

Manufacturer narrative:
Results- is based upon the evaluation of the user facility information & the returned sample; is based upon the evaluation of the returned sample. Conclusions - is based upon evaluation of the user facility information & the returned sample; is based upon evaluation of the returned sample. The actual sample and the separated piece of the shaft was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found the guidewire to be fractured. The actual sample was measured. The actual sample separated piece measured approximately 17 mm. The main body measured approximately 1483 mm. The total measured approximately 1500 mm. According to the specification of this product, the total length should be 1500 mm. From this, it is most likely that there is no missing portion on the actual sample. Magnifying inspection of the fracture cross-sections did not reveal any elongation on the urethane layer. The surfaces of the fracture cross-section were found to be in the flat state. Electron microscopic inspection of the fracture cross-sections revealed the generation of some creases on the urethane layer. The fracture cross-section of the urethane layer was found to be in the flat state with the evidence of partial elongation on it. The outside diameter was measured along with the total length and confirmed to be within manufacturer specifications and comparable to those of the current product sample. The urethane layer was removed and the outside diameter of the core wire was measured. It was confirmed to meet manufacturer specification. A reproductive test was conducted: a current product sample was subjected to an external forces by being pinched with respectively scissors, pliers and a scalpel. The state of the cut cross-section of the urethane layer similar to that on the actual sample was able to be duplicated. The state of the fracture cross-section of the core wire the actual sample presented was unable to be duplicated. A review of the device history record of the involved product/lot# combination confirmed there were no production related problems. A review of the shipping inspection record of the involved product/lot# combination confirmed that there were no discrepancies in the inspection results. A review of the complaint files confirmed that the involved product/lot# has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, it is likely that the actual sample was subjected to a pinching force with a sharp object and then to a pulling force, resulting in the fracture of the shaft. The same state of the fracture on the actual sample, however, was not duplicated during the investigation and the definitive cause of this complaint cannot be determined. The potential for such an event is addressed in the warnings / precautions section of the instructions-for-use by statements such as the following: (1) manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy to avoid damage to the vessel. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).